Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt experienced an overstimulation sensation when she increased her stimulation. Her stimulation stopped a month ago. It was noted that she has not been programmed in 2 years. She was at home. Further info is being requested from the hcp.